Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The hcp reported that the past 6 months the patient had noticed her handset gets to 90% telemetry completion and just sits when attempting to activate a patient activated bolus. The hcp stated she was aware of this issue and has cleared data from the handset in the past and it works. Hcp doing that for this patient and saw a pop up regarding clearing files and agent discussed this process with the hcp if files were needed to download prior to clearing.